Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that after closing the pocket, sensing de- creased from 9.1 mv to 2.1 mv. The lead was removed and re- placed.